Event description:
The customer reported chemo leaking at the maxplus to cadd pump tubing connection. The pt started his chemo treatment on (B)(6) 2013. Treatment was fluorouracil (5-fu) at 1ml/hr continuous via the cadd przim pump. His entire first week of chemo was uneventful. On (B)(6) 2013, his port was deaccessed, then reaccessed. He began a new bag of fluorouracil at 10:40 am on (B)(6) 2013. He first noticed that his chest felt "cold" the next evening (03/26). The pt visually inspected the pump and tubing/connections. Although all connections between the cadd prizm pump, cap and port needle were intact and taped, he noted that the tubing was wet near the juncture of the tubing and the cap. The pt wrapped the tubing with absorbent gauze, but noticed in the morning that the gauze was wet. He went to the clinic and the nurse unwrapped the gauze (which was noticeably wet) and noted that all tubing connections were intact and secured with tape. There was white residue (most likely from the fluorouracil) present on the paper tape around the tubing connection. Nurse stopped the chemo infusion and disconnected the cadd przim pump. The port was flushed with normal saline, no resistance was detected but saline was noted to leak at the juncture of the saline syringe and the maxplus cap. The nurse attempted to aspirate for blood return, but air leaked into syringe. The cadd przim pump tubing will be connected to the pt until (B)(6). When it is disconnected, she will sent the tubing for investigation. There was no report of pt harm. Medical intervention was not required. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The product has been rec'd and the investigation is pending. A follow up report will be submitted once the evaluation is complete.